Event description:
Catheter break: date unk - this port system was implanted into the pt via the subclavian vein. (B)(6) 2014 - the catheter was found to be broken. Date unk - the pt expired due to the primary disease. Date unk - the port system was removed.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device is being retained by the reporting facility. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.